Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The pump manifold assembly was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The unit under test (uut) was placed into a test ventilator and allowed to run for approximately 96 hours without any issues. A third party service provider replaced the pump manifold assembly.

Event description:
It was reported that during patient use, the ventilator patient circuit was replaced and a test lung was attached but it didn't inflate. The former circuit was reattached but the test lung didn't inflate. Another circuit was connected and when a circuit check was performed; a "circuit check error" was generated. When it was performed again, it passed. As a precaution, the patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.